Event description:
The customer reported the subject device displayed an e315 error code (scope error). There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the reported error code (e315) could not be confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is possible the reported issue occurred due to failure of the image sensor unit, a failure of the board inside the scope connector, or a defect on the system side. However, a root cause could not be determined, as the reported issue was not duplicated. The following defects were observed by service during the device evaluation: a liquid leak was observed in the scope connector due to handling. A leak was observed due to perforations in the universal cord. The electrical contacts of the scope connector were discolored. The plating on the electrical contacts of the scope connector had peeled off. There was a flaw in the boot on the insertion tube side due to external factors. There were stains on the objective lens that were difficult to remove. The zoom function did not operate smoothly due to damage of the zoom mechanism, caused by external factors. The bending angulation was insufficient due to stretching of the angle wire. There was play in the angle knob due to stretching of the angle wire. A leak was observed in the control section due to handling. There were stains on the control section that were difficult to remove. The rubber adhesive was chipped in the bending section. Several of the device components demonstrated scratches and wear due to external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.